Event description:
It was reported that during a ureteroscopy procedure, the segura hemi stone retrieval basket broke during the procedure. The procedure was completed with another of the same device. The pt's status is unk. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The date of the event was reported as approx 1 week prior to the date of this report. The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.